Manufacturer narrative:
The additional vessel closure device with reported issue is filed under a separate medwatch report number. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of an unspecified access site was attempted using two proglide devices. Reportedly, a suture retrieval issue ocurred with the first device. When removing the 2nd proglide from the patient's access, it was found that the node remained in the device [suture malposition]. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequently to the initially filed report, additional information was provided. It was reported that suture placement in the common femoral artery was attempted with two proglide devices using the pre-close technique via a 7f sheath hole prior to an endovascular aneurysm repair (evar) interventional procedure. The use of the pre-close technique was abandoned and the procedure was completed. Hemostasis was achieved via a dissection [surgical intervention].

Manufacturer narrative:
Visual inspections were performed on the returned device. The reported malposition/failure to deploy the suture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. E1- hospital name, address and phone number. H6: health effect impact code 4641 removed.